Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy interaction, suture pulled until it breaks or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that vessel puncture closure of an unspecified vessel was attempted using a proglide device using the pre-close technique via a 6f sheath prior to an unspecified interventional procedure. Reportedly, the wire [suture] broke. Manual arterial compression was applied to achieve hemostasis generating a small hematoma. Treatment for the hematoma, if any, was not specified. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.